Event description:
It was reported that the user experienced unexplained hyperglycemia while using the ilet system, with data showing prolonged gaps in logged glucose and insulin activity and user-reported use of meal announcements to address high glucose. Symptoms included elevated blood glucose up to 400 mg/dl without reported ketosis, loss of consciousness, or other acute complications. Outcomes included no alerts reported for prolonged severe hyperglycemia, no backup therapy usage, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate use of meal announcements, review of available device data showing intermittent data absence, and plan to engage the trainer for follow-up. Investigation of this case revealed an unclear cause of hyperglycemia with apparent intermittent loss of recorded insulin and glucose data, and user management practices that were addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.